Event description:
It was reported to philips that the c-arm was non-responsive. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac examination procedure was completed by moving the patient into another system. The philips field service engineer (fse) inspected the system onsite and confirmed the c-arm was not responding. Analysis of the system log file confirmed the malfunction. Upon troubleshooting, fse identified the system was out of calibration. To resolve this issue, fse recalibrated the z2 position. After that, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.